Event description:
Pt had a total hip replacement on the left hip. During the stay in the hosp the immobilizer was worn through physical and occupational therapy. Pt developed a 4 1/2" x 1 1/2" gash on the inner groin from the inside left aluminum support rod. The incident occurred during the first few days after the operation while the pt was still medicated.

Manufacturer narrative:
Zimmer followed up on complaint with pt. Sales associate is obtaining device from pt so that zimmer can evaluate immobilizer. At the time of this report the device had not yet been returned for eval.